Event description:
Medical records received a patient information verification form on (B)(6) 2011. Patient stated on the form that they were disappointed in doctors who supposedly checked their pacemaker. Patient says they discovered the hard way that their battery was extremely low. They also stated that they were told that they checked the battery, but they didn't. Patient noted that this device was changed (B)(6) 2011. Device was implanted (B)(6) 2007. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).